Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gave test code 14 error. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gave test code 14 error. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Error code 14 was the only error found in may, but no error since then. The unit ran for 5 days straight with no error. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.